Event description:
It was reported that during the implant procedure, high capture threshold and high pacing impedance were observed. The lead was not implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.